Event description:
It was reported that about 6 hours after the home health nurse came on (B)(6) 2020 and after a dressing change the device displayed a leak alarm. Once the leak alarm was displayed the patient stated that he turned off the device and cut the tubing off with scissors near his heel and wrapped it in gauze to wait until the next time the home health nurse comes or the next time he is scheduled to go to the wound clinic. He did not contact his physician or home health nurse for guidance. It was not possible to provide troubleshooting instructions to see if the leak warning is coming from the device end or the dressing end and then do steps to help try and resolve it because the tubing was cut off. It was recommended to contact his physician and/or home health nurse for guidance from there. Therapy discontinued as patient cut tubing to dressing. No further information is available.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the dressing was leaking, however factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. This investigation has now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.